Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/ confirmed the customer reported complaint. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. The small grasping retractor instrument had a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The root cause of a broken pitch cable is attributed to a component failure and related to device design. No image or video was available for review. A review of the instrument log for the small grasping retractor (part number 470318-10/lot number n10210607 0102) associated with this event has been performed. Per the review, the small grasping retractor instrument was last used in a procedure on (B)(6) 2022 on system sk4337. The alleged instrument had 1 use remaining after the last procedural use. This complaint is reportable malfunction event due to the following conclusion: the small grasping retractor instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that prior to the start of a da vinci-assisted rectopexy surgical procedure, the small grasping retractor instrument was not working. The procedure was completed with no reported injury. The small grasping retractor is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.